Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. Ultimately it was found that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer required assistance to administer an manual injection in order to address elevated. Bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned